Manufacturer narrative:
Concomitant product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s pain returned after a fall on the ice. The patient had fallen several times in (B)(6) 2014. The device helped her pain, which was normally a 9-10 without it. The patient was redirected to her physician. Additional information was requested, if received, a follow up report will be sent.